Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm navitor vision valve was selected for implant on (B)(6) 2025 using a small flexnav delivery system. The patient's native valve was measured under the following: 68.8mm perimeter and 353.6mm^2 area. The patient had calcification from the annulus to the left ventricle outflow tract (lvot). During the procedure, at 80% implant the patient went into complete heart block. The valve was implanted. The final implant was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted. A permanent pacemaker was implanted on 06 february 2025. The patient status was stable.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.